Manufacturer narrative:
Method: actual device involved in incident was evaluated. Results: lead a has discoloration at the terminal end. Lead b has compression damage on the lead segment approx 22cm away from the stimulation end. No other anomalies noted. Continuity testing pass on both leads. All channels measure less than 4 ohms. Stress testing does not reveal any other failures. Conclusion: complaint about "lead migration" cannot be confirmed through lab testing. Leads are functional. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was implanted with an scs system. The pt lost all stimulation coverage, migration of the leads to l2 to no known cause. Both leads were replaced and proper stimulation coverage was obtained in recovery.